Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert message was delivered for pre-mature battery depletion. The patient was doing fine. The device remains implanted and pending for further analysis.

Manufacturer narrative:
No conclusion code available. The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and an internal component on the hybrid was found to be the cause of the premature battery depletion.

Event description:
New information received indicated that the device was explanted and replaced.